Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. During trouble shooting, the hp noticed an inch of air in the patient line, however, there was nothing unusual found that would cause or contribute to the event. Renal therapy services (rts) assisted the hp with ending therapy. Rts advised the hp to start over with new supplies and discussed the use of continuous ambulatory pd. There was no patient injury or medical intervention associated with this event. No additional information is available.